Event description:
Affiliate reported that upon insertion the icp read 30mmhg, which appeared to be high. The device was changed and the new reading was 7mmhg.

Manufacturer narrative:
Upon completion of the investigation a follow up reporte will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation and during the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: thick film over sensor sealant. Catheter kinked 46.5 and 66.6cms from tip of sensor case. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the difficulty reported by the customer. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.